Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash that has now started bleeding and is an open wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triple antibiotic ointment for the skin irritation. Follow up indicated that the skin irritation improved

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.